Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "battery high voltage" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed all tests including on/off current, patient and circuit impedance, and shock testing without duplicating the report. The battery was not returned for evaluation. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.